Event description:
The hosp reported in 11/2005 that during an off pump procedure performed about 2 weeks earlier, the blower/mister caused the obtuse marginal coronary artery (omi) to dissect. The surgeon repaired the dissection and used a 1.5mm shunt. The pt developed a post-op mi cardiogenic shock two hours after surgery in the ICU. The pt was taken back to or and found the svg to om graft had thrombosed. The graft was re-done in cardiopulmonary bypass. The pt died in ICU about 6 hrs. Later. The dr mentioned that he could not achieve the desirable blow/mist from the device.